Event description:
It was reported that prior to an unknown procedure, the jaws were broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the instrument was returned nonfunctional. The instrument was tested and did not cut properly. The blades were examined and were found to loose point of contact. It was concluded that low bias force caused the blades to loose point of contact. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.